Manufacturer narrative:
The product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implantation procedure, the patient experienced " double vision while reading (with bcdva) and multiple halos at night" and " other subjective visual disturbances." The iol was replaced with a different model and different diopter 6 weeks after the initial implantation. Additional information has been requested.

Manufacturer narrative:
Additional information has been provided in b.3., b.5., b.6., b.7., d.11. And e.4. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was provided indicating that the patient's issues resolved. The surgeon's prognosis is reported as excellent.

Manufacturer narrative:
Evaluation summary: information was provided that indicated the use of a qualified cartridge and handpiece. A non-qualified viscoelastic was indicated. The product investigation could not identify a root cause for the reported complaint. The explanted lens was not returned for an evaluation. It is unknown if damage was present on the implanted lens. A nonqualified viscoelastic was used with the qualified lens/cartridge combination. The manufacturer internal reference number is: (B)(4).